Manufacturer narrative:
Additional information: a review of the device history records indicated the order was built to specification. A sample has not been returned for this complaint; therefore, visual inspection and functional testing were unable to be performed. The root cause of the customer's complaint could not be determined as a sample was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon that there was no aspiration at the beginning of a cataract procedure. The flushing of the handpiece did not resolve the issue. The cassette pack was replaced and the procedure was completed. There was no harm to the patient. It was not known if the product sample was retained. No additional information is expected.